Manufacturer narrative:
Concomitant medical product: product ID: 3037, serial# (B)(4), product type: programmer. Other relevant device(s) are: product ID: 3037, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported it was reported that patient implant was for bladder contractions or cramping. They were hoping interstim would help that. Patient states having contractions for about 3 years. They have been given muscle relaxers for the bladder. When patient has contractions, they can¿t go to the bathroom because bladder shuts down. They have burns with pain in vaginal area. Patient has had to turn off the stimulator and take the muscle relaxer and ibuprofen, and get up off feet for about an hour until it seem to subside. They had it about once a month. It would take about 3 weeks to settle down. Healthcare professional (hcp) says that it was because of fluid build-up in bladder/vaginal area. Patient skin gets irritated and bright red. Then patient gets a bladder infection and it starts all over. In (B)(6) 2018, patient has problem with having to go to the bathroom every hour and having to go all the time. They were not comfortable and not able to wear pants or lay down or have anything close to buttocks. This was way after the stitches were taken out. Patient stated they started feeling something sharp under the back when the hcp pressed it down. Patient was ok for the longest time then. Patient states the implant has moved up right under the skin. They stated that the hcp said something about hav ing to go in to revamp it but patient was doing good for the longest time until all of a sudden nothing was working. The programmer would not increase or decrease, and it would shut off and then start over again. Patient stated it felt like she had to go to the bathroom all the time. The hcp said to keep working with the programs. Patient mentioned hcp was 99 miles away. Moreover, patient had slipped on ice and had to get a pelvic x-ray done in (B)(6) 2018. They mentioned they have been messed up ever since. They noted that they turned off the programmer before the x-ray by turning everything down to zero and took the batteries out. They stated that when the batteries are taken out, the programmer loses the memory of any program changes. Since (B)(6) 2018, patient reported they have had to replace the batteries in the programmer about every 2 weeks. They were using using rayovac. The morning of the report, patient stated they saw a screen that is not in the manual. It showed a black box that looked like a battery, also patient saw the words interstim icon. Patient also reported that they never told how to use the programmer or how to increase/decrease. They mentioned in (B)(6) 2018, they were changed to program 4 @ 4.35 and lasted about 2 days until patient was going to pull their hair out b ecause it was so uncomfortable. When nurse used their programmer and put it over the patient, patient felt a strong jolt/shock in the bladder. They were told by nurse that it meant it was working. Patient has decreased the settings two days after and took it down to a comfortable level. Patient mentioned they were hyper and wondering if that has anything to do with her implant or equipment. Patient was on the second set of programs they¿ve had. And that they were first programmed 10 minutes on and 10 minutes off. During call, patient used programmer and the screen showed ins was on. The programmer battery was full. It was program 1 @ 0.15. Patient increased settings to 0.25. Patient has an appointment next month. No further complications were reported or anticipated.